Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are no plans to reimplant the patient with another cochlear device as of the date of this report, june 04, 2021.